Event description:
On april 9, 2009, the lay patient contacted lifescan alleging that her onetouch ultra 2 meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said, the product issue started in 2009. She said, she took an increased dose of 70/30 insulin 2 days letter. The patient denied being tested with another device. She claimed that she felt sweaty after the product issue started, though the specific date and time of her symptom was not provided. The cca noted that the patient did not replace the meter battery per the owner's manual and did not have a replacement battery. The patient's products were replaced. This complaint is reported because the patient claims the lfs meter powered off during use and after the product issue started, she took an increased dose of insulin and became sweaty.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.